Event description:
Pt arrived (B)(6) 2011 with c/o chest pain. History ivc filter placement (B)(6) 2009 following dvt. CT revealed multiple small non-occluding pulmonary emboli. On coumadin at home, dose was increased and added lovenox. Pain intensified (B)(6) 2011, repeat CT revealed pericardial effusion causing tamponade. Pericardiocentesis with drainage of 300 ml bloody fluid with relief. Symptoms began returning, and repeat imaging (B)(6) 2011 revealed reaccumulation of fluid as well as metallic fragments in right ventricle as well as right and left lungs. Pt/inr reversed, and pt underwent sternotomy (B)(6) 2011 with removal of one ivc filter spoke from right ventricle. Spokes in lungs are not able to be removed at this time.